Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that boluses were not recording in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2014 with the following findings: the pump powered on to the verify screen with audible and vibratory features. The pump was exercised for 24 hours with no warnings or alarms occurring during testing. A 10 u normal bolus and a 10 u audio bolus were performed successfully and both were accurately recorded in the pump history. The history settings issue was not duplicated during the investigation. Unrelated to the complaint, evaluation revealed a dim, discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.